Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings (time/date reset) issue. The reporter stated that the patient had a blood glucose (bg) of 510mg/dl with abdominal pain, extreme drowsiness, polydipsia, nausea and difficulty waking up. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 04/06/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/15/2017 with the following findings: investigation was unable to verify the time/date reset to default setting in the black box. The pump history showed the pump was running on year 2018 between february 05 and february 06. The black box showed a manual time/date change was made from feb 05, 2018 at 07:38 to feb 05, 2017 at 19:43. The pump was exercised for 24 hours. After 24 hours, the battery was removed for a total of six hours. Testing confirmed when the battery was reinserted after six hours without power, the time and date reset to factory default setting. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display screen was discolored. (B)(4).